Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection between transmitter and smart device that occurred on (B)(6) 2016. No additional patient or event information is available. The receiver data log was reviewed on (B)(6) 2016. The complaint of loss of connection was confirmed. A root cause could not be determined.